Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several actions including disconnecting tubing, delivering boluses, and loading a new cartridge. The customer successfully completed a bolus and was advised to replace supplies as necessary and resume insulin therapy, with further assistance offered as needed.